Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted technical services (ts) in (B)(6) 2016 to report that during a radio frequency ablation (rfa) procedure for atrial fibrillation yesterday, fluoroscopic imaging found that the electrode had pulled back from the manubrium. The physician elected to reprogram the device's tachycardia mode off prior to the repositioning procedure. The patient underwent successful repositioning of the electrode. There were no patient symptoms. The device was reprogrammed on and remains in-service.